Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the vibratory alarm was operating properly. Unrelated to the initial allegation, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.